Event description:
It was reported that while unpacking a 2.5x33 rx xience prime stent delivery system, after removing the foil pouch from the its chipboard box, the foil pouch was noted to be torn open and the sterilization pouch was stuck/sealed between the bottom seal of the foil pouch, and was unable to be pulled out of the foil pouch. The sterilization pouch, however, remained sealed. The rx xience prime was not used in the procedure and a new 2.5x33 rx xience prime was used to complete the procedure. There was no patient involvement and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The tyvek pouch was sealed / stuck inside the foil pouch, and could not be removed, confirming the reported difficulty removing the device and seal anomaly. The foil pouch was cut back to reveal the corner of the tyvek pouch was stuck inside the manufacturing seal of the foil pouch. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no other similar incidents of tyvek pouches stuck inside the foil pouch for this lot. Based on available information, the occurrence of a tyvek pouch becoming stuck within a foil pouch appears to be an isolated event. It is possible that the tyvek pouch may not have been placed far enough in the foil pouch during the manufacturing process, and therefore was sealed along with the foil pouch. Although the sterility and functionality of the product is not affected, the use of the product is deterred by the inability to remove the tyvek from the foil pouch. This type of reported event will continue to be monitored per local quality system procedures.